Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the explant procedure. The physician did not believe the numbness was device related. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and paddle lead found them to be satisfactory.

Event description:
A report was rec'd that following the implant the pt developed an infection at the pocket site. The pt's symptoms included fever and the wound was not healing properly. The pt went to the ER and was treated with oral antibiotics. The pt reported that he would be explanted due to the device causing numbness from the waist down and pain/aching at the pocket site.

Event description:
A report was received that following the implant the patient developed an infection at the pocket site. The patient's symptoms included fever and the wound was not healing properly. The patient went to the ER and was treated with oral antibiotics. The patient reported that he would be explanted due to the device causing numbness from the waist down and pain/aching at the pocket site.